Event description:
The lead was cut and capped and left in situ due to infection in 1992. Fluoroscopic evaluation indicated a j retention wire fracture with protrusion through the outer polyurethane insulation.